Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead 2008 (B)(6); 5076 implantable pacing lead 2008 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had potential oversensing of noise which was seen via electrogram. It was noted that it happened to occur at the same time that capture management was running. The rv lead is still in use. No patient complications have been reported as a result of this event.